Event description:
The manufacturer received the information regarding the algo 5 device. The user has reported for "short circuit". It was reported that the device was about to begin a screening and when doing the equipment check it sounds like a spark and some smoke start appearing. The user already unplugged the device. Additionally, no patient or user harm occured at this time.

Manufacturer narrative:
Initial report ref natus complaint #: (B)(4). The device has been requested for the return and evaluation. Risk rating: (B)(4). Cause - high leakage current. High leakage current on cart chassis. Effect (harm) - electric shock - third degree burn, cardiac arrest, irregular heart rhythm or potential fatalities. Residual risk - moderate. Risk level- medium (11).